Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they have provided a letter of recommendation from their dentist. In the letter the dentist states patient is not happy with results from byte. Upon examination found gap between #8-9, bite does not come together, cannot bite down on food and receding gums. There is a few areas of decay. Will scan patient for ortho to show/review with patient what can be done next to straighten the bite out. Patient will have perio charting done. Diagnosed patient with posterior malocclusion, occlusal contact present on 2 of the 8 posterior counter parts. Treatment will be 8-10 months of clear orthodontic aligners with composite attachments to correct posterior and anterior open bite. This is recommended, long term lack of posterior bite contacts can increase risk of damaged teeth, muscles and tmj.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.